Event description:
It was reported that the ventilator generated a battery module error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for battery module error. The field service engineer found that the backup battery had been removed, and it was recommended that the customer replaced it with a new. The customer handled the failure by himself. No further issues have been reported. The evaluation of received device logs shows that the reported battery module error occurred several times between (B)(6) 2020, and the reported date of event (B)(6), after power on, none during ventilation. The date of event will be changed to july 15. The battery switch test had failed three times during this period. Alarms for "no battery capacity" had previously been raised and batteries in slot 1 and 2 were then suggested be replaced and discarded. As no part was returned for investigation, the cause of the reported problem could not be determined.

Event description:
Manufacturer ref.#: (B)(4).